Manufacturer narrative:
Concomitant products: carto system, us catalog #: unknown, serial #: unknown. Smartablate generator , us catalog #: unknown, serial #: unknown. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for paroxysmal atrial fibrillation (afib) with a thermocool® smart touch® sf uni-directional navigation catheter and a blood clot was observed on the catheter. At the end of the procedure, a little blood clot was noticed attached to the distal part of the ablation catheter. It was noticed that the amount of the clot was not excessive. The smartablate generator did not show any change in temperature or impedance values. There were no error messages seen on the carto system or generator. The flow seemed to be normal during all the procedure. The generator was in power control mode with a temperature cut-off at 40 degrees celsius and impedance cut-off at 250 ohms. The irrigation solution of the catheter was not anticoagulated; however, the patient received anticoagulant (heparin sodique) during the procedure. There was no patient consequence reported. According to the physician, the patient condition is stable; however, he was worried as he has had another clot issue two months ago that led to patient consequence. The blood clot was assessed as a reportable malfunction.

Manufacturer narrative:
The device history record , manufactured date and expiration date have been provided on 10/10/2018. The device history record (DHR) for the lot number 30026922l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Initially, the manufactured date provided was 9/12/2018. However, there is a correction. The correct manufactured date is 4/9/2018. The expiration date is 4/8/2019. Therefore, expiration date and manufactured date have been populated. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an ablation procedure for paroxysmal atrial fibrillation (afib) with a thermocool® smart touch® sf uni-directional navigation catheter and a blood clot was observed on the catheter. At the end of the procedure, a little blood clot was noticed attached to the distal part of the ablation catheter. It was noticed that the amount of the clot was not excessive. The smartablate generator did not show any change in temperature or impedance values. There were no error messages seen on the carto system or generator. The flow seemed to be normal during all the procedure. The generator was in power control mode with a temperature cut-off at 40 degrees celsius and impedance cut-off at 250 ohms. The irrigation solution of the catheter was not anticoagulated; however, the patient received anticoagulant (heparin sodique) during the procedure. There was no patient consequence reported. According to the physician, the patient condition is stable; however, he was worried as he has had another clot issue two months ago that led to patient consequence. The device was visually inspected and it was found in good conditions. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, a cool flow pump test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Per the pictures provided by the customer, the complaint was confirmed. However, during the failure analysis, the device was found working correctly. No issues were observed and no clot was observed on the catheter tip. The root cause of the clot observed cannot be determined. It could be related to the procedure. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
In the initial, it was reported that according to the physician, the patient condition was stable; however, he was worried as he has had another clot issue two months ago that led to patient consequence. Additional information was received january 25, 2019, stating that this other clot issue was reported under manufacturer¿s reference number (B)(4). In (B)(4), this patient¿s sex is ¿male¿. Manufacturer¿s reference number: (B)(4)

Manufacturer narrative:
The biosense webster inc. Failure analysis lab received the device for evaluation on 11/20/2018. Therefore, populated device available for evaluation?, is device returned to manufacturer? And date device returned to manufacturer. The biosense webster failure analysis lab noted that there was no foreign material stuck to the dome. The returned product looks normal. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).